Event description:
It was reported that pump displayed malfunction code and there were no notable events before the issue. There was no reported adverse impact to the customer¿s blood glucose level. Customer contacted technical support, reset pump with guidance from representative, did not experience repeat malfunction, and was advised to continue using pump and to call back if malfunction code recurred.